Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
A patient reported ¿encapsulation of the left device¿ . Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan.

Event description:
A patient reported ¿encapsulation of the left device.¿ healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted, replaced with non-allergan device, and discarded.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - device patch with lot number 2148593. - capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
A patient reported ¿encapsulation of the left device¿. Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device.

Event description:
A patient reported ¿encapsulation of the left device¿. Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan.